Manufacturer narrative:
(B)(4). Batch # n9364v. The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted broken causing that the clip did not fully advance into the jaw. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components the device was disassembled; upon disassemble 1 clip was found inside clip track. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested but unavailable: can you please clarify the event with respect to the "shield dropped off of the clip applier". What portion of the device are you referring to; a piece of the jaw? Or another piece of the device? Please provide further detail of the event.

Event description:
It was reported that during a cholecystectomy procedure, the device (clip applier) did not work properly, that is, after delivering the first clip the shield dropped off the clip applier, on the second trigger pushed next clip got jammed inside the clips applier. The device did not work properly. A new device was delivered tom the hcp to complete the procedure. There were no adverse consequences for the patient.